Event description:
It was reported there was high ventricular impedance; an xray showed the lead was fractured at first clavicle. The lead was capped; no patient complications have been reported since the device was removed from service